Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of the incident. It was reported that 4 reservoir has air bubbles. They observe that it always occurs after 12-24hrs of set change. They know how to take care of the reservoir as well to put it properly in the pump. The reservoir will not be returned for analysis.